Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the asr left hip implant caused pain and disability in the patient. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. **update** 11/15/12 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 4 july 2014 - der rcvd - added dor, surgeon / hospital details , sleeve and stem products and metallosis and stem loosening as reasons for revision. Update rec¿d 10/27/2014 - ppd with medical records received. Upon revision, fluid and acetabular loosening were noted. Part/lot information provided for sleeve. The information received does not change the MDR decision. This complaint was updated on: 11/21/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).